Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 600mg/dl and the pump alarmed no delivery. The customer treated with insulin and indicated that the sets were changed a few times and the reservoirs did not work. Customer indicated that they used over 9 reservoirs due to no delivery. The customer was advised that the reservoirs would be replaced. No further details were given.